Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "on monday 15th september a routine lap chole was performed with c0r47. The patient later collapsed on ward due to significant blood loss from the port site (1.5l). Intervention - "re-operated on to stop the internal bleeding."patient status - "stable & full recovery, received 6 units of blood."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. Applied medical has reviewed the details surrounding the incident and related products and is unable to determine the cause of the injury or confirm that a product malfunction occurred. This document represents our final report.